Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic complaining that he "he felt a buzz and multiple shocks". Upon interrogation it was revealed that the implantable cardioverter defibrillator had gone into backup operation with loss of defibrillation therapy. It was determined to be caused by a hardware reset. The device was successfully restored. The patient was in stable condition.